Event description:
A malfunction was reported by the customer, who experienced several malfunction alarms with their device. There was no adverse impact to the customer's blood glucose level. The customer was provided with a replacement pump, and the device was set to be returned for further investigation.